Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The related investigation determined, that this lead was associated with a reported, perforation with no conclusive evidence of a malfunction. Please refer to the description for more information regarding the specific circumstances of this event. Patient code 3191, captures the reportable event of surgery. This lead was returned to our post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood around the helix. Subsequent testing did not identify any product abnormalities, that may have caused or contributed to the reported clinical observations. This report is being filed, to correct the b2: outcomes attrib to adv event.

Event description:
It was reported, that this right ventricular (rv) lead perforated an unknown location. The lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The related investigation determined that this lead was associated with a reported perforation with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead perforated an unknown location. The lead was explanted. No additional adverse patient effects were reported.